Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft kink and shaft detachment were able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. (B)(4).

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the heavily calcified, mildly tortuous, distal left anterior descending artery. During the failed attempt to cross due to the calcified lesion the shaft of the 3.5 x 15 mm xience pro stent delivery system (sds) became kinked and after retracting it from the patient, the proximal shaft separated. There was no resistance reported during retraction of the sds, another 3.5 x 15 mm xience pro was used to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.